Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, two cases of balloon burst during edwards transcatheter aortic valve implantation cases occurred around the year 2010. No additional information is available.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- component code, investigation conclusions. The device was not returned for evaluation. The complaint for balloon burst was unable to be confirmed due to unavailability of the complaint device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Without the work order information, a review of the device history record and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "two cases of balloon burst during edwards tavi cases were reported, no more information is currently available." As no patient or procedural information was provided, there is insufficient information to determine a definitive root cause. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.